Event description:
Information received from the field does not address the patient's clinical status but notes that stored egms revealed bipolar ventricular oversensing at 7.0 mv. Noise was reproduced with isometrics, but oversensing was not. The device was left in the unipolar configuration.